Event description:
The patient reported the incontinence was coming back since about one or two months prior to the report, and wanted to adjust the implantable neurostimulator (ins). It was indicated that the patient did not feel stimulation and the therapy was on. When the stimulation was increased on the day of the report, the patient felt something at the ins site, but did not feel stimulation in the bike seat area. It was noted that the patient was able to change to program 1 at 1.6v. It was mentioned that the patient lost 20-30 pounds that could be related to the issue. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.